Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a ventilation blocked with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the irrigation was blocked. There was no errors on the equipment prior to discovering the blockage. As soon as physician aspired the blood, the irrigation was blocked. The issue was noted during use on the patient, and the irrigation was completely blocked. The medical team could not identify any material that may have caused the blockage. There was a two minute delay while the sheath was replaced. The procedure continued and successfully completed. No patient consequences were reported.

Manufacturer narrative:
On 5-aug-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. During this review of the event, it was determined that the h6 medical device problem code was updated from a26 "insufficient information" to a14 "infusion or flow problem". It was reported that a patient underwent an atrial fibrillation ablation with a ventilation blocked with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the irrigation was blocked. There was no errors on the equipment prior to discovering the blockage. As soon as physician aspired the blood, the irrigation was blocked. The issue was noted during use on the patient, and the irrigation was completely blocked. The medical team could not identify any material that may have caused the blockage. There was a two minute delay while the sheath was replaced. The procedure continued and successfully completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record review was performed for the finished device lot number 60000669 and no internal action related to the complaint was found during the review. The ventilation issue reported by the customer could be related to the issue observed in the valve during the analysis; therefore, the complaint was confirmed. The potential cause of the dislodged hemostatic valve could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).